Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received, a supplemental form will be completed.